Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 40 mg/ml at 21 mg/day. The indication for use was non-malignant pain. The patient had an episode of sensory anesthesia for up to 6 hours. They experienced minimal motor involvement. Although the patient had good pain relief, the hcp felt there was not good flow through the catheter. The side port aspiration on (B)(6) 2016 was very slow to aspirate 2ml of clear fluid. Difficult aspiration was noted. Dye was injected with difficulty. The catheter tip was noted to be at t8. There was an inconsistent myelogram spread. No extravasation was noted. The rotor check and residual drug were noted to be accurate. Surgical intervention was scheduled for (B)(6) 2016. However, the surgery was not done on (B)(6) 2016. They needed primary medical doctor clearance. On (B)(6) 2016, the pocket was opened, and the hcp attempted to disconnect the 8780 pump connector. The silicone boot over the connector pulled off, and he was initially unable to remove the connector. While the manufacturing representative was talking to the hcp about using a mosquito or a kelly clamp, the hcp was successful in removing the connector. The catheter was replaced. Since the replacement, the patient reported better consistent pain relief and denied any anesthesia episodes. The patient¿s status was ¿alive ¿ no injury.

Event description:
Additional information was received from a manufacturing representative. The subsequent MRI of the tip of the catheter did not show any abnormality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.